Manufacturer narrative:
Product event summary: analysis found the bench power up test passed with good power supply and passed a full functional test. The tester was unable to simulate the failure and no defect was found.

Event description:
It was reported that during troubleshooting for sending a transmission, the patient smelled burning and saw smoke coming from the remote monitor. The monitor was replaced. No patient complications have been reported as a result of this event. On 2016-(B)(6): it was further reported that the monitor has been replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during troubleshooting for sending a transmission, the patient smelled burning and saw smoke coming from the remote monitor. The monitor was replaced. No patient complications have been reported as a result of this event.